Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 27, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully retracted and in the handpiece tray. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. Visual inspection under magnification revealed that the complaint lens was received with the lens coated in viscoelastic residue. The lens was cleaned and, no issues were identified. The complaint issue was not confirmed; therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was damaged. There was an ejection error. The lens did touch the patient. No further information was provided.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown; requested but not provided. Date of event: unknown; requested but not provided. Implant date: not applicable, as there was no indication that the lens was implanted. Explant date: not applicable, as there was no indication that the lens was implanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental will be filed. Multiple attempts have been made to obtain additional information regarding the event and to obtain suspect product for evaluation; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.